Event description:
During a procedure for a right carotid and endarterectomy and any other indicated procedure, the acorn tip of the metal cannula separated from the rest of the cannula and the tip is permanently attached to the cannula by the MFR. This was while a solution of heparin was being injected into the artery. While the pt was being awakened from anesthesia, the pt was not able to move extremities on command. The pt was taken to cat scan and there it was discovered the metal tip was retained in the pt. Pt was sent to ir and the tip was unable to be retrieved.